Manufacturer narrative:
It has been confirmed the complaint sample is not available for evaluation. Attempts have been made by customer advocacy to gain additional information from the customer and end user regarding situation reported with the device. It has been confirmed that no additional information is available. If additional information becomes available we will provide a follow up emdr. (B)(4).

Event description:
The following was received from ge healthcare via trackwise (B)(4). The end user reported that "during the procedure the patient saturation fell from 99% to 94%. The clinician believed this was due to low blood pressure, and turned the patient on to their side. Ephedrine was given and the fio2 was increased to 50% with no change. The clinician went from mechanical ventilation to manual ventilation and listened to the lungs. Lung sounds are ok. Then clinician tried to go back over to mechanical ventilation again but the machine didn¿t start ventilation; no air or sevoflurane were getting to the patient. The bag did not fill even during flushing. Patient saturation started dropping, and the clinician switched to the lateral bag and managed to keep the saturation at 90% until oxygen was connected to bag, and then saturation went up to 97%. The saturation never went under 70%, but is considered cyanosis. The clinician says the saturation fell to 70% at one point before they were able to bring the saturation back up. The clinician ran a new machine test and then tried to connect the patient again. The machine worked fine, and ventilated as normal. During the failure the clinician says that there were no alarms or messages from the machine.¿ the ge healthcare field engineer that serviced the capital equipment connected to this reported device and reported that the actual problem could have been related to the anesthesia circuit. The ge healthcare field engineer stated the following: "I do not have any data on how long the patient was de-saturated but as I understood it was a short period, and no injury were reported to us. The machine tested ok and has been put back into use."